Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism were normal with no anomalies found. The cause of the reported event of helix mechanism issue were isolated to the helix being clogged with blood/tissue. The full helix extension length was measured within specification. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead helix was failing to extend, and the rv lead was found to be dislodged. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient was in stable condition and was discharged.